Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and minimal sensing in the unipolar configuration. There was no sensing in bipolar. A chest x-ray showed two possible lead fractures, one which looked like clavicular crush. The lead was capped and replaced.